Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was faded. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank or faded display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected fading display or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.